Manufacturer narrative:
The evoke spinal cord stimulation (scs) system remains implanted. The cause of pain in patient's rib area remains unknown. According to the physician, the lead could have been agitating a nearby nerve root potentially causing the reported patient symptoms. A revision procedure was performed to reposition the lead which resolved the reported patient symptom. Post revision procedure, the patient has been receiving adequate therapy. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified. The patient has been implanted with two evoke cap12 percutaneous lead kit - 60cm. It is not possible to determine which lead was causing the reported patient symptom. Information for both leads has been listed below: section d4 lot number - 9015604946 or 9015775161. 9015604946: device expiration date: 16-may-2025. Device manufacture date: 17-may-2023 (section h4). 9015775161: device expiration date: 20-june-2025. Device manufacture date: 21-june-2023 (section h4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain in their rib area. X-ray imaging revealed the right lead may have been agitating the nearby nerve root. Oral steroids were administered to address any inflammation, but the symptoms did not resolve. A revision procedure was performed to reposition the lead. After the procedure, the patient was no longer experiencing rib pain and is receiving adequate therapy.